Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter was placed on (B)(6) 2009. Patient went to radiology on (B)(6) 2010 for angiography and verification of the central venous network because hemodialysis had become difficult with poor debit and catheter dysfunction. Angiography revealed complete stenosis surrounding the catheter (internal jugular). At this time, no revascularisation was deemed necessary. Dialysis was performed on (B)(6) 2010 when a break was found on the venous branch and a hole at the clip level with blood clots. The catheter was replaced on (B)(6) 2010 and it was found that a long fibrinous ring was present from the entry site of the jugular vena cava above the atrium. They performed angioplasty to fragment the fibrin and dilate the stenosis-residual stenosis was observed. No reported ill effect to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently being conducted; upon completion, the results will be forwarded.